Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that occlusion alarms occurred. Reportedly, customer is using cold insulin, removing air with an empty syringe. Clinical support informed customer that using cold insulin and removing air with an empty syringe are off label per the tandem user guide. Customer changed supplies to address the issue. Customer's blood glucose was 140 mg/dl.

Manufacturer narrative:
Per tandem user guide: you should avoid activities which could expose your pump to temperatures below 40°f (5°c) or above 99°f (37°c), as insulin can freeze at low temperatures or degrade at high temperatures. Per tandem user guide: always remove all air bubbles before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the pump takes space where insulin should be and can affect insulin delivery. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.